Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement. It was reported the measurement occurred one day post implant while the patient was still in the hospital. Electromagnetic interference (emi) was discussed as a possible cause. All other measurements were acceptable and subsequent shook impedance measurements were within range. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.